Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report #: 1627487-2015-07637.

Manufacturer narrative:
The following was omitted from the initial MDR: the patient had 2 extensions implanted with the same lot number (device 2).

Event description:
Device 2 of 2 . Reference MFR report #: 1627487-2015-07637. Follow up information identified the patient's extensions were replaced with new ones. The patient is now receiving effective therapy. The patient had 2 extensions implanted with the same lot number (device 2).